Manufacturer narrative:
(B)(4). The field service representative (fsr) went on-site evaluate the suspect device. The fsr replaced the non responsive touchscreen and ran the operation verification procedure on the device. The device passed all tests and performed to manufacturing specifications. The suspect touch screen has been received by vyaire's failure analysis laboratory and is pending further investigation. Once the final report is completed, a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator's touch screen was unresponsive. The customer reported that there was no patient involvement.

Manufacturer narrative:
Results of investigations: the vyaire failure analysis lab received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was determined to be water ingress. The root cause in final investigation report was mentioned as hardware failure.